Event description:
Patient reported "recall, ruptured". This record is for the left side. Device has been explanted.

Manufacturer narrative:
FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE.

Event description:
PATIENT REPORTED "RECALL, RUPTURED". THIS RECORD IS FOR THE LEFT SIDE. DEVICE REMAINS IMPLANTED.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: B5, B6.